Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient had stopped using his scs system approximately ten months ago, consequently the ipg became inoperable. Surigcal intervention was taken and the ipg was explanted and replaced. Effective stimulation therapy was reportedly restored postoperatively.